Manufacturer narrative:
(B)(4). Eval results and conclusion: (endoleak), other (cause of type iii endoleak unk).

Event description:
A talent abdominal stent graft system was implanted in a pt for the endovascular treatment of a 7 cm abdominal aortic aneurysm. Vessel morphology for access vessels was reported as having no tortuosity and moderate calcification, with aortic neck angulation of 15-20 degrees. A type iii endoleak was seen in the left iliac vessel after implantation of the bifurcated stent and left contralateral limb. The physician relined the contralateral limb with an aneurx stent graft and the issue was resolved. No additional clinical sequelae were reported, and the pt is fine. (MFR report# 2953200-2011-00126, 2953200-2011-00127).